Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during surgery. The system was switched out and the case was completed. The following four surgeries were canceled. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The solenoid spacers were replaced and disposed of. Preventive maintenance was performed. The software was updated. The system was then tested and met all product specifications. (B)(4).